Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced at power up during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The system error 101 was verified. The cause was determined to be a failed input/output processor circuit board, which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 101 (pic msg crc error) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.